Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg depleted prematurely. It is unknown if the ipg depleted prematurely or normally. The patient used heavy tonic stimulation. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.